Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a1502 captures the reportable event gel misplaced - non-vascular.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue placement procedure on (B)(6), 2023. Fiducial markers were place transperineally prior to the procedure. The procedure was performed under general anesthesia. Computed tomography (CT) scan showed the hydrogel appears to conform to the shape of the rectal wall, it seems to be bound entirely to the rectal wall. The patient condition was report as asymptomatic. It is unknown if the patient's external beam radiation treatment has been delayed or the physician has decided to continuo with the 28 fractions planned.